Event description:
Additional information reported the ins¿s expected longevity given the patient¿s last known programmed settings. The ins was calculated to reach the elective replacement indicator (eri) 1.9 years after implant and the end of service (eos) status 2.2 years after implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days prior to report the parkinson¿s disease patient¿s physician was ¿unable to communicate with the patient¿s implantable neurostimulator (ins) both via a physician and patient programmer.¿ it was noted that communication was ¿tried a number of times, in different positions¿ but remained unattainable. The ins ¿didn¿t appear to be implanted too deep.¿ the patient was asymptomatic and was receiving therapy at the time of the issue. The patient¿s tremor dominant parkinson¿s disease was noted to have remained under control. It was unknown whether the patient¿s ins had flipped and the patient was to possibly undergo a chest x-ray to determine whether this had occurred. The patient¿s most recent impedance measurement indicated their therapeutic impedance values were within the normal range. The cause of the issue was remained undetermined as of 25 days after initial report and the issue remained unresolved. The patient was to follow-up with their healthcare provider (hcp) at a later date. Additional information was requested; a supplemental report will be filed if additional information is received.